Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported event occurred due to improper handling and/or the use of an excessive mechanical force such as from a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope internal column glass cracked. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.